Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a small polyp was identified. The snare was introduced through the working channel. Once the snare was in position, the snare was closed to cut the target polyp but it did not cut all the way through. They tried to close the device couple of times but it was not successful so they added cautery and finished cutting the target polyp. The procedure was completed with the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be fine.